Event description:
Reported issue: (B)(6)2023, the package was found broken during inspection. All devices have a sterility breach. It involved (B)(4) pieces.

Manufacturer narrative:
Qn#(B)(4). Quantity of (B)(4) found during incoming inspection. The device history review for visistat 35w 6/box lot# 73d2200445 investigation did not show issues related to the complaint. The device investigation is pending and the result will be reported in a follow-up report.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of broken package - sterility compromised was able to be confirmed by the photographs. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. The device history review for the product visistat 35w 6/box lot# 73d2200445 investigation did not show issues related to the complaint. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: 20 feb 2023, the package was found broken during inspection. All devices have a sterility breach. It involved (B)(4) pieces.